Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: seroma, generalize illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast implant surgery procedure with mentor medical devices (unk_gel implants, date of implant : (B)(6) 2007) experienced seroma. Symptoms from seroma may include swelling, pain, and bruising. The patient also reported unexplained systemic symptoms, which included but not limited to fatigue, muscle pain and muscle weakness, swelling in the joints, joint pain, sensitivity to light skin rashes, issues with her vision, numbness in her extremities, joint stiffness, dizziness, nausea, memo loss, shortness of breath, cognitive dysfunction, chest pain, migraines, itching, night sweats, hair loss, an pulsatile tinnitus. As a result patient had undergone breast implant removal on (B)(6) 2018. No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. This report is for the left side.